Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter inaccuracy began at an unspecified time on (B)(6) 2016. The patient reported obtaining blood glucose readings of "180, 189 and 120 mg/dl" with the subject meter, performed more than 20 minutes apart. The time difference between the results exceeds lfs' criteria for a valid comparison. The patient informed the csr that she manages her diabetes with oral medication (metformin), diet and exercise. During the call, the patient claimed she continued to follow her usual diabetes management routine in response to the alleged issue. The patient reported that she developed symptoms of feeling "hot and not hungry" on (B)(6) 2016 after the alleged issue began. The patient denied receiving any treatment due to the alleged issue. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after obtaining the alleged inaccurate results with the subject meter.